Event description:
It was reported that a physician attempted an arteriotomy closure using a starclose device after a diagnostic procedure in the common femoral artery. The vessel locator wings prematurely retracted. Hemostasis was achieved with manual compression. There were no adverse pt events as a result of this incident.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.